Manufacturer narrative:
Device eval by MFR: upon receipt at our post market quality assurance laboratory, the device was returned with a damaged partially deployed stent. A visual and tactile examination identified no issues with the catheter or delivery system.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified c1 segment of right internal carotid artery. An 8.0-29 carotid wallstent was selected for use. However, when the physician opened the stent system, it was found that there was 1-2mm at the distal part of the stent exposed, and the stent wire was free and not woven into a stent mesh. The physician was concerned that it could not be inserted into the patient for use, so the procedure was completed with another of the same device. There was no injury reported, and the patient was stable post-procedure.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified c1 segment of right internal carotid artery. An 8.0-29 carotid wallstent was selected for use. However, when the physician opened the stent system, it was found that there was 1-2mm at the distal part of the stent exposed, and the stent wire was free and not woven into a stent mesh. The physician was concerned that it could not be inserted into the patient for use, so the procedure was completed with another of the same device. There was no injury reported, and the patient was stable post-procedure.